Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a new ilet user called for assistance with announcing a meal and was guided to announce a ¿usual for me¿ breakfast when their blood glucose was 187 mg/dl, with no alerts or alarms noted and no further questions. Investigation included a review of use-related factors and confirmation that the device displayed no alarms. Investigation of this case revealed no device malfunction and no component issue, with the event attributed to user unfamiliarity at meal announcement. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization, no long-term health impact, and completion of troubleshooting and education. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.